Manufacturer narrative:
Sc-8336-50 (sn: (B)(4)) device evaluation indicated that the complaint of a kink in the paddle end of the lead was not confirmed. There was no kink or deformation present in the lead. Lead exhibited normal device characteristics.

Event description:
A report was received that the patient underwent an unknown procedure wherein a lead was returned due to a kink in the lead.

Manufacturer narrative:
Correction to the initial MDR in fields d10, h6 and h10. H10 should have been: sc-8336-50 (sn (B)(4)) device evaluation indicated that the lead passed all tests performed. Additional information was received that the procedure was a thoracic paddle implant.

Event description:
A report was received that the patient underwent an unknown procedure wherein a lead was returned due to a kink in the lead.